Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 08-nov-2015, an fse was dispatched to the customer facility to address the reported event; however, the fse called the facility and spoke to (B)(4). After troubleshooting with the fse over the phone, (B)(4) spoke to her manager about their options. (B)(4) then asked for the part numbers for the 2 way valve and the waste pump. The fse provided the part numbers to the customer. The customer ordered the parts and will install them. The customer will call into the tss group if they need further assistance. No further action required. A complaint history review for serial number (B)(4) was conducted from 01-oct-2014 through 30-nov-2015 for similar complaints. There were nine (9) complaints reported during this time period, one (1) of which was similar to the present issue. The probable cause of the event was waste pump.

Event description:
On (B)(6) 2015, a customer reported error 2016 bf probe suction failure with their aia-360 analyzer. The customer is unable to run bhcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.